Event description:
Hill-rom received a report from the account stating they cannot set the bed exit alarm. The bed was located at the account in 7se. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed unplugged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician plugged the unit in and inserviced the account to resolve the issue. Based on this information, no further action is required.